Event description:
It was reported during reprocessing the subject device had pink fluid coming out. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation. Device returned and not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.